Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 367364, batch no. 8331653. (2 of 2 complaints). It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the "blood will not collect in the blood tube." The following information was provided by the initial reporter: facility has experienced difficulty with the bd butterfly blood draw. Several time last night, 3 times last week and at least 3 times today when the butterfly needle is inserted, they get blood in the butterfly tubing, but the blood will not collect in the blood tube. It will not work for any blood tube. They can get blood if they attach a syringe and withdrawal blood. The lot # is 8332938 and reference # is 367364."

Manufacturer narrative:
Medical device type: jka/fpa. Common device name: intravascular administration set. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367364, batch no. 8331653. (2 of 2 complaints). It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the "blood will not collect in the blood tube." The following information was provided by the initial reporter: facility has experienced difficulty with the bd butterfly blood draw. Several time last night, 3 times last week and at least 3 times today when the butterfly needle is inserted, they get blood in the butterfly tubing, but the blood will not collect in the blood tube. It will not work for any blood tube. They can get blood if they attach a syringe and withdrawal blood. The lot # is 8332938 and reference # is (B)(4)."